Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the saw blade broke at the hub. The facility uses zimmer saw blade on the hall power system.

Manufacturer narrative:
The device is manufactured in the zimmer biomet (B)(4) facility. The information for this response was provided by the quality department at the (B)(4) facility. A 19105119lg1 is the catalogue number for purchasing the stable zim gts osc lhpp 105x19x.19mm. The (B)(4) detail component production part number for this blade is 11-4514-01 (0500-4442-07). Lot 2w331 was released into inventory on november 13, 2012. There were no non-conformances during manufacture. All inspection requirements were met. The device was scrapped by the user. No examination of the device was possible on the actual device. However photographic evidence provided by the customer confirms that the mounting hub fractured. Additionally, the side edges of the saw blade are heavily damaged near the tip at the saw teeth. The device history record review noted no spontaneous anomalies, request for deviations, non-conformances or other issues with the production of this device. The review of the manufacturing process and the engineering design noted no systemic issues with this device. The customer's reported event was that the part of the mounting hub had broken at the hub connection was confirmed. The most likely root cause for this reported event is user error damage. The impact damage to the edges of the saw blade occurs during use. The sides of the blade impact the metal cutting guide as the blade oscillates. The repeated high speed impact of both sides of the cutting blade against metal guide the back can stress the material at the connection (hub) to lead to the breakage of the hub. This especially so when the user initiates a back and forth motion (sawing motion). The stress torque is magnified when blade impact originates at the saw teeth tip farther away from the mounting hub. There are no recommended actions at this time; the severity and frequency do not warrant further actions.